Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 22-year-old female patient who had essure (batch no. 926786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not confirmed". The patient's past medical history included anxiety, depression and multiple cesarean sections. Concurrent conditions included mass in abdomen since (B)(6)2012 and abdominal tenderness since (B)(6) 2012. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as vicodin (hydrocodone w/acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("abnormal vaginal discharge/ vaginal discharge"), dyspareunia ("pain during intercourse/ dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), anger ("angry"), depressed mood ("sad"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysgeusia ("metallic taste in mouth") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), dysuria ("urinary problem"), hormone level abnormal ("hormonal changes"), vulvovaginal pain ("vaginal pain"), muscle spasms ("muscle spasm"), anxiety ("anxiety"), vaginal odour ("vaginal discharge odor"), visual impairment ("vision problems"), procedural pain ("painful post operatvie recovery"), urinary tract disorder ("urinary problems") and depression ("depression"). The patient was treated with surgery (underwent laparoscopy surgery for essure removal) and surgery (essure removal). Essure was removed on (B)(6)2017. In (B)(6) 2017, the dysgeusia had resolved. At the time of the report, the abdominal pain, pelvic inflammatory disease, tooth disorder, bladder disorder, dysuria, hormone level abnormal, migraine, nausea, back pain, vulvovaginal pain, muscle spasms, anxiety, vaginal discharge, vaginal odour, visual impairment, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, anger, depressed mood, headache, pelvic pain, depression, female sexual dysfunction and vision blurred outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, anger, anxiety, back pain, bladder disorder, depressed mood, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, nausea, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- concomitant medication were added. Event added: essure confirmation test not conducted. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 22-year-old female patient who had essure (batch no. 926786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and cesarean section. Concurrent conditions included mass in abdomen since (B)(6) 2012 and abdominal tenderness since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("abnormal vaginal discharge/ vaginal discharge"), dyspareunia ("pain during intercourse/ dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), anger ("angry"), depressed mood ("sad"), pelvic inflammatory disease ("pelvic inflammatory disease"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth"). In 2014, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), dysuria ("urinary problem"), hormone level abnormal ("hormonal changes"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), muscle spasms ("muscle spasm"), anxiety ("anxiety"), vaginal odour ("vaginal discharge odor"), visual impairment ("vision problems"), procedural pain ("painful post operative recovery"), pelvic pain ("pain") and depression ("depression"). The patient was treated with surgery (underwent laparoscopy surgery for essure removal). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the dysgeusia had resolved. At the time of the report, the abdominal pain, tooth disorder, bladder disorder, dysuria, hormone level abnormal, migraine, nausea, back pain, vulvovaginal pain, muscle spasms, anxiety, vaginal discharge, vaginal odour, visual impairment, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, anger, depressed mood, pelvic inflammatory disease, headache, pelvic pain, depression, female sexual dysfunction and vision blurred outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, anger, anxiety, back pain, bladder disorder, depressed mood, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, nausea, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. Event per pfs: abnormal bleeding (vaginal, menorrhagia), urinary problems, dental problems, dysmenorrhea, angry, sad, pelvic inflammatory disease, headaches, pain, depression, apareunia (inability to have sexual intercourse) and blurry vision. Medical history and concurrent condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 22-year-old female patient who had essure (batch no. 926786-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not confirmed". The patient's past medical history included anxiety, depression and multiple cesarean sections. Concurrent conditions included mass in abdomen since (B)(6) 2012 and abdominal tenderness since (B)(6) 2012. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as vicodin (hydrocodone w/acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("abnormal vaginal discharge/ vaginal discharge"), dyspareunia ("pain during intercourse/ dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), anger ("angry"), depressed mood ("sad"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysgeusia ("metallic taste in mouth") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), dysuria ("urinary problem"), hormone level abnormal ("hormonal changes"), vulvovaginal pain ("vaginal pain"), muscle spasms ("muscle spasm"), anxiety ("anxiety"), vaginal odour ("vaginal discharge odor"), visual impairment ("vision problems"), procedural pain ("painful post operative recovery"), urinary tract disorder ("urinary problems") and depression ("depression"). The patient was treated with surgery (underwent laparoscopy surgery for essure removal) and surgery (essure removal). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the dysgeusia had resolved. At the time of the report, the abdominal pain, pelvic inflammatory disease, tooth disorder, bladder disorder, dysuria, hormone level abnormal, migraine, nausea, back pain, vulvovaginal pain, muscle spasms, anxiety, vaginal discharge, vaginal odour, visual impairment, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, anger, depressed mood, headache, pelvic pain, depression, female sexual dysfunction and vision blurred outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, anger, anxiety, back pain, bladder disorder, depressed mood, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, nausea, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Most recent follow-up information incorporated above includes: on 14-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), dysuria ("urinary problem"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), nausea ("nausea"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), muscle spasms ("muscle spasm"), anxiety ("anxiety"), vaginal discharge ("abnormal vaginal discharge"), vaginal odour ("vaginal discharge odor"), dysgeusia ("metallic taste in mouth"), visual impairment ("vision problems"), dyspareunia ("pain during intercourse") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (underwent surgery). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, tooth disorder, bladder disorder, dysuria, hormone level abnormal, migraine, nausea, back pain, vulvovaginal pain, muscle spasms, anxiety, vaginal discharge, vaginal odour, dysgeusia, visual impairment and dyspareunia outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dysgeusia, dyspareunia, dysuria, hormone level abnormal, migraine, muscle spasms, nausea, procedural pain, tooth disorder, vaginal discharge, vaginal odour, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.